Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness, headache, hypersensitivity, nausea, vomiting, asthma (new or worsening), inflammatory response. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness, headache, hypersensitivity, nausea, vomiting, asthma (new or worsening), inflammatory response. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer using a known good power supply and power cord, pil confirmed the device powers on and provides airflow. During review of the error logs. There were no errors logged, and care orchestrator data was not available for download. During the investigation, pil observed an unknown contaminant was observed on the top enclosure and front panel. A dust-like contaminant was observed on the top enclosure, front panel, rear panel, bottom enclosure, blower, and blower box. What appeared to be dried liquid spots with potential mineral deposits were observed on the blower and blower box. Hair-like particles were observed on the top enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown. Box d: device serviced by 3rdp? Device avail. For eval? Date returned is updated. Box h was updated in this report.